Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: tubing came apart. Detailed inquiry description: infusion channel repeatedly beeping air in line. Channel was running normal saline at 5 ml/hr though cvl. When removing tubing from channel to assess, tubing slid into two separate pieces prior to the white plastic piece that fits into the pump. There was no snapping noise, no force was used to remove from channel, tubing was not caught on anything and there was no tension on tubing. It just slid apart. Charge rn notified and given tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, it was observed that the tubing is not bonded. The tubing should be attached to the space pump. This potentially may be the cause of the air in line observed. Based on the data from the investigation, the reported defect was unable to be confirmed. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.